Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information was not reported. This report is for one unknown pfna blade. Implant date is unknown. Explant of subject device has not been performed. (B)(4). There is no report of a product malfunction; however, this device cannot be disassociated from the reported adverse event. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information was received regarding the event on (B)(6) 2015. The fracture occurred on (B)(6) 2015. The surgeon commented that the leg was fixated in varus, therefore putting high stress loads on the proximal femoral nail anti-rotation (pfna). The revision surgery to remove the broken pfna was performed on (B)(6) 2015. The pfna part and lot number were identified. Both the nail and unknown blade were removed; however, the removal of the implant resulted in a larger incision and extra soft tissue injury. A large fragment plate and cables were implanted to take the leg out of varus and a 10 mm by 400 mm pfna was reinserted.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that an x-ray revealed a broken proximal femoral nail anti rotation (pfna) long. The nail was implanted on an unknown date approximately 6-8 weeks prior to (B)(6), 2015. According to the anteroposterior x-ray image the nail appears to have broken near the blade. As a result the fracture has slightly displaced and will need to be revised. The surgeon reported it may be a few weeks before revision surgery is performed. This report is for one unknown pfna blade. This report is 2 of 2 for (B)(4).